Manufacturer narrative:
Product ID 3889-28, lot# va0am2p, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The patient reported that the system might not work worked because, the doctor said the patient was too skinny, but they tried anyways. It was noted that they had a hard time putting the wires in place and it did not work and popped out. It was clarified that the patient was too active for her job and did a lot of bending at work, which caused the leads to come out. There were no trauma or falls that could be related to this issue. They went in and the implantable neurostimulator (ins) and leads were replaced. This occurred in (B)(6) 2013. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.